Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 67 mg/dl. The customer treated with glucose tablets. The customer reported that the battery of the insulin pump would not last long. The customer reported a low battery alarm after only two weeks of battery use on the insulin pump. Troubleshooting was done. The customer was advised that a new battery cap would be shipped. The customer was advised to call back should the issue persist. No additional information was provided.